Event description:
Late disassociation of polyethylene liner from pinnacle cup.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update (B)(6) 2013: at surgery - liner was partially dislodged postero-inferiorly. But liner still grossly intact and not fragmented. Head removed - clear evidence of damage to femoral head but no gross loss of metal. Liner removed - no obvious damage to cup. New marathon liner inserted (52mm by 32mm) this reporting is a duplicate of previously reported and investigated (B)(4). Previous examination of provided patient x-rays and explanted product was performed in (B)(4). The investigation confirmed disassociation of the liner possibly due to the liner not being fully seated and the subsequent edge loading of the femoral head on the acetabular cup. Newly provided patient revision notes provided indicate the cup was implanted more open than ideal. Catastrophic liner failure subsequently reported. A search of the complaints databases finds no other reports against the reported product/lot code combinations not related to this reporting. Previous review of device history records did not find any anomalies or deviations that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.